Event description:
Power injector syringe broke off during injection: it shot out towards the floor. The 200 ml syringe inside the injector broke apart during a contrast injection in CT. No injury to the pt.